Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results of 221mg/dl. The customer's expected fasting blood glucose test result range is 110 to 130mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): 167mg/dl (B)(6) 2017 01:31:00 am fasting: yes, 221mg/dl (B)(6) 2017 01:59:00 am fasting: yes, 158mg/dl (B)(6) 2017 02:13:00 pm fasting: yes, 104mg/dl (B)(6) 2017 02:00:00 am fasting: yes, 169mg/dl (B)(6) 2017 09:00:00 pm fasting: yes.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Returned test strips evaluated with defect found. Qc investigation on 6/2/2017 returned test strips produce high readings. Most likely underlying root cause of high readings is due to improper storage: vial left open for an extended period of time. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results of 221 mg/dl. The customer's expected fasting blood glucose test result range is 110 to 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification in the bathroom. The test strip lot manufacturer's expiration date is 04/13/2018 and open vial date is approximately one month ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).